Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. A review of the subject lot (1223319) did not identify any related non-conformances which would cause or contribute to the reported event. Investigation has identified that the most likely probable causes are patient biological factors/condition and surgical technique. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Previously completed investigations for the inability to place implants into osteotomy have not identified any signals indicating potential manufacturing non-conformances impacting primary stability. With no signals indicating a systemic quality issue, no escalation to CAPA is required. The complaint is non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: patient identifier unknown / not provided. Date of birth: date of birth unknown / not provided. Weight: weight unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227. Device evaluated by MFR: product not returned.

Event description:
It was reported that the implant was removed due to lack of primary stability. Tooth location 44.